Manufacturer narrative:
Initial and final MDR 1915887- MDR 8021545-2024-02213- device 1 of 2. E1: patient city: (B)(6). Patient country: finland.

Event description:
Unomedical reference number (B)(4). Event occurred in finland. It was reported that the patient faced issue with 2 infusion sets adhesive on 18-jun-2024. The infusion set came off while doing work. No further information available.